Event description:
Reported via patient call center it was reported that device did not seal. A left atrial appendage (laa) closure procedure was performed and a watchman flx closure device was implanted. Approximately 30 days later the patient returned for a follow up and was informed that a small leak was detected. The patient was currently taking aspirin and had a scheduled appointment with the cardiologist for follow up. No additional information is known.

Manufacturer narrative:
Aware date was used as event date as actual event date was not known or provided.